Manufacturer narrative:
The t:slim g4 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down due to low battery which caused the customer's blood glucose (bg) level to rise to over 600 mg/dl. Review of pump history confirmed that the pump declared all appropriate low power notifications prior to the shutdown. The bg was treated with a manual injection.